Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 2/29/2008, however the correct date is 02/28/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported patient was treated on (B)(6) 2019 and while attempting to lift the flaps, both had very loose epithelium. Surgeon decided to continue treatment. At the one day post-op the right eye had significant irregular astigmatism. The superior cornea is flat and the inferior cornea is steep. The patient was brought back on (B)(6) 2019 and the epithelium on the right eye was removed. The patient was seen on (B)(6) 2019 and was able to see 20/40 with pinhole, while wearing bandage contact lens. Uncorrected visual acuity (ucva) prior to epithelium removal was 20/100 in the right eye. The left was okay, no loss of best corrected visual acuity (bcva) and healing fine from the original surgery. Surgeon has some suspicion of possible basement membrane dystrophy that was not detected in the pre-operative work-up.